Event description:
It was reported to vyaire medical, the blender failed the low readings while doing a pm on this unit. No patient involvement.

Manufacturer narrative:
Vyaire medical investigation file #(B)(4). H3: 81 other ¿ currently, the suspect device has not been returned for evaluation. Therefore, a root cause has not been determined. No patient involvement. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : the device has not been returned for evaluation

Manufacturer narrative:
The reported issue was confirmed and replicated by vyaire medical's failure analysis team. Per investigation it was determined the was caused by improper calibration of the needle valves on all 4 solenoids. The o2 blender is assembled and pre-calibrated by a third-party supplier.